Manufacturer narrative:
(B)(6). (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that the ultrathane mac-loc locking loop multipurpose drainage catheter was leaking urine. The placement of the device initially proceeded with no issues reported, but when the operator aspirated urine from the hub, a drop of urine was discovered at the junction between the catheter and the hub. The area was cleaned but the leak continued; as a result, the drainage catheter had to be replaced with a new catheter, which reportedly works well. The circumstances surrounding the handling and usage of the device leading up to the leakage were not reported. The device is reportedly available for return; however, as of the date of this report, no device has yet been received for evaluation.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control data, dimensional verification, visual inspection and functional testing of the returned device were conducted during the investigation. The catheter was returned with the suture separated from the mac-loc. No obvious biomatter was present. The cap would not untwist from the mac-loc. The mac-loc was unlocked, with the lever down, but not snapped in place. The tubing was unable to twist or pull out of the cap. The tubing was occluded with hemostats in order to pressurize the proximal assembly. Water immediately leaked out of the connection between the cap and tubing. The mac-loc was snapped into the lock position, and the proximal assembly was pressurized again. Water still leaked between the cap and tubing. No cracks were visible in the proximal assembly. Review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. A document-based investigation evaluation showed no evidence to suggest the product was not made to specifications. Based on the provided information, inspection of returned product, and the investigation results, a definitive root cause cannot be established. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required at this time.